Manufacturer narrative:
Continued h.6. Health effect- impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Explanting physician reported right side rupture diagnosed by MRI and ultrasound. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Visual evaluation: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required as the device is observed out of its sealed package.

Event description:
Explanting physician reported right side rupture diagnosed by MRI and ultrasound. The device has been explanted and replaced with a non-allergan device.